Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reft4572 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "during insertion and dilation step with the introducer/peel away I have notice unusual resistance. On occasions I remove the inner white dilator and do 2 step dilation. Despite this it feel that the lip/transition to the grey peel away part is too pronounced and gets caught often. Requiring more force than I¿d like to use.. And at times buckles the sheath. This patient¿s skin was not abnormally tough. I have noticed this several times with both 3.5 and 4.5 fr dilators in recent months. Which is leading to more skin knicks with scalpel which is highly un-preferred and increases bleeding."

Event description:
It was reported by healthcare professional "during insertion and dilation step with the introducer/peel away I have notice unusual resistance. On occasions I remove the inner white dilator and do 2 step dilation. Despite this it feel that the lip/transition to the grey peel away part is too pronounced and gets caught often. Requiring more force than I¿d like to use.. And at times buckles the sheath. This patient¿s skin was not abnormally tough. I have noticed this several times with both 3.5 and 4.5 fr dilators in recent months. Which is leading to more skin knicks with scalpel which is highly un-preferred and increases bleeding."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 3.5 fr x 7cm microez microintroducer was returned for evaluation. The product sticker label indicated lot: ref (B)(4) and ref: (B)(4). Blood residue present within the device. Two bends present on the distal 3 cm of the dilator and sheath were observed. Distal sheath tip was observed to be bunched inwards and localized in one region of the orifice. Microscopic observation of the sheath tip revealed it to be bunched inwards with the orifice flared outwards. The deformation appears to be focused on one region of the sheath tip. Based on the damage observed, possible contributing factors include advancement against resistance and inadequate skin knick. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.